Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.5, re-test: 3.1, re-test: 1.8, lab: 4.5. Date: last week, inratio: 2.8. Re-tests were done on different fingers. Lab result was taken 5 minutes after meter testing. No bleeding symptoms.

Manufacturer narrative:
Investigation pending.